Event description:
It was reported during surgery that the surgeon was using the u+90 drill to drill screw holes. At the completion of the hole cycle, when the drill was pulled from the primary guide it was noticed the drill bit was missing from the hand tip. The drill bit had broken in half. The broken piece was pulled out from the primary guide and captured. The surgery was completed with a new drill bit. There were no adverse patient consequences reported.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned 12mm x 2.0mm drill (part number rbl2314, batch 550448) was examined visually under magnification. Torsional fracture patterns were identified about .791" from the tip of the drill. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis. Shaft breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. This increased resistance can have many contributing factors such as encountering dense bone or inadequate pilot hole depth. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.